Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 mg/dl as well as a bg level of 538 mg/dl. The customer alleged that the pump was intermittently delivering too much insulin as well as not enough insulin. Low bg was treated by consuming a muffin and bagel, and subsequently administered bolus insulin to address elevated bg. Reportedly, the customer went to the emergency room (ER). Bg was treated with intravenous saline. Reportedly, customer left ER 5 hours later feeling dizzy and lethargic. Tandem technical support reviewed pump data and could not identify an issue with insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy.